Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to sales rep that when placing a PICC from the left side using sherlock 3cg, the PICC allegedly went 8cm into the ventricle. The facility stated that they saw a max peak in the p-wave and placed the line to their external measurement but patient reportedly went into v-tah and after an x-ray was taken, the facility noticed that the PICC was in reportedly the ventricle.